Event description:
Customer reported that the insulin pump returned multiple no delivery alarms. Blood glucose level was 430 mg/dl at the time of the call. Customer reported treating with a manual injection. During troubleshooting, customer was able to get insulin to exit the tubing with no alarm returned. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.